Event description:
During the insertion of a placement of single lumen port right subclavian vein the peel away sheath tabs broke. The introducer was removed and a new device was used. Insertion of the port was accomplished without further issues.